Manufacturer narrative:
D10: 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t: (B)(6). 02-012-35-3509 logic tibia ps mod insrt (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced instability, osteolysis, joint effusion and synovitis. As a result, the patient underwent a left knee revision approximately 8 years and 9 months after initial implantation. It was later reported that the femoral component was found to be debonded. The patient was last reported to be in stable condition. No further patient impact reported. No further information available.